Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 185 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5: customer called back and provided additional information alleging that the pump history for daily averages, load history, and bolus had inconsistencies.